Manufacturer narrative:
Occupation: occupation is lay user/patient. The customer returned the meter and test strips where they were tested using retention controls: testing results (qc range = 2.5 - 3.7 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were not observed in the meter memory as the memory was blank. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 3.5 inr. The result from the laboratory within 7 hours was 2.5 inr. Therapeutic decisions were made based on the laboratory result as it was believed to be correct. No medical treatment was required. The customer's therapeutic range is 2.0 - 3.5 inr. There was no allegation that an adverse event occurred. The customer is in stable condition, doing well. The customer is taking 75 mg of plavix. Product labeling states that "testing has confirmed that pt/inr results are not affected by plavix up to 20 mg/dl. The heater plate of the meter was contaminated. The customer was advised how to clean the heater plate. The customer has been anemic in the past. The customer has a urinary tract infection. The meter and test strips were requested for investigation.